Event description:
Invalid result (s). Control line did not develop. The user appears to have performed the test correctly.

Event description:
Invalid result (s). Control line did not develop. The user appears to have performed the test correctly.

Manufacturer narrative:
Batch records, final product manufactured and qc records have been reviewed for lot cov2020063. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, the manufacturing process complied with the dmr. Retention samples were checked and the issue was not found, this complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.